Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 made a clicking noise and did not open. It only opened halfway and had to be manually pulled out the rest of the way, which located on orcore1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 4 and 6 were clicking and sticking. A field service engineer (fse) verified that drawer 4 had a sticking right-side rail and that drawer 6 needed a guard rail adjustment. The station was powered off, drawer 4's right side rail was replaced, and drawer 6's guard rail was adjusted to resolve the issue. The drawers were reinstalled, the device was restarted, and both drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.